Manufacturer narrative:
Lot # - there were two suspected lot numbers s19j05081 and s20g28092. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice automated pd set with cassette was cracked which resulted in a leak. The leak was observed during priming for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction to b5: upon clarification, it was reported, that there was no crack on a homechoice automated pd set with cassette, which resulted in a leak. It was further, described as "no crack seen, only over primed at the patient line". H10: one sample was received for evaluation with an open pouch. A visual inspection with the naked eye, was performed with no issues noted. Functional testing (self-testing and priming) was also performed with no issues noted. The reported condition was not verified. A batch review was conducted, on the two suspect lot numbers that were reported. And there were no deviations found related to this reported condition, during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.